Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak from the alinity m system sn (serial number) (B)(6). The customer reported that there has been a yellow/brown leak (mostly dry) under the instrument system solution drawer and solid waste drawers (original time of leak is unknown). The customer stated that it is mostly under the instrument but if stepping too close it will get on shoes and may be tracked away from instrument. The leak left the footprint of the instrument. There was no report of injury or exposure as a result of the leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).